Event description:
It was reported that, during a routine changeout procedure of the implantable pulse generator (ipg), the right atrial (ra) lead and right ventricular (rv) lead exhibited non capture. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.